Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) study. It was reported that in-stent restenosis (isr), jailing and unstable angina occurred. In (B)(6) 2017, clinical status assessment indicated the patient's qualifying condition as stable angina and was subsequently referred for elective cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the mid left anterior descending artery (lad) with 80% stenosis and 30mm long with a reference vessel diameter of 3.0mm. The lesion was treated with direct placement of a 3.00x38mm drug-eluting study stent. Following post-dilatation, residual stenosis was 0%. However, post procedure, ostial diagonal disease was noted which resulted due to jailing during the procedure but it was not amenable to intervention. One day post procedure, the patient was discharged on clopidogrel. In (B)(6) 2018, post index procedure, the patient presented with the complaints of worsening dyspnea on exertion since couple of months and acute chest pain. The patient was admitted for further evaluation of concerning symptoms of unstable angina. The electrocardiogram (ECG) revealed normal sinus rhythm, old inferior and anterior infarcts with no significant changes from prior EKG. On arrival, the patient's international normalized ratio value was 3.02 hence warfarin was kept on hold and was placed on heparin drip for eventual coronary angiography. The patient was continued on ranexa, beta blocker (home medication regimen) and nitroglycerin (as needed). Repeat cardiac enzymes were ordered which were negative. In addition, the patient was diagnosed with aortic valve disorder and atrial fibrillation. On the second day, the patient underwent cardiac catheterization which revealed 85% isr of study stent in the mid lad and likely some jailing of diagonal branch. The 85% isr was treated with balloon angioplasty. Initially, the patient was stable post-procedure, however, few hours post procedure he had subsequent angina which was not relieved with nitroglycerin, lasix or duo nebs. The patient was emergently taken back to catheterization lab. Repeat cardiac catheterization revealed patent mid lad stent with 10% stenosis in treated mid lad lesion and jailed diagonal branch which arouse from within the stent. It was thought that the patient's symptoms were due to the jailing of the diagonal branch. The patient was scheduled for a follow up regarding chronic obstructive pulmonary disease (copd) and discharged on aspirin and ticagrelor.